Event description:
"After dr. Was attempting to remove stent from patient, it came apart between the stent and the ureter. The stent then began to uncoil. The doctor left a part of the stent in until he made a plan to remove the remaining portion at a later date."